Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose readings from the insulin pump. The customer stated that she has been having high blood glucose readings for the past few days, and she had some back injections that affected her blood glucose. The customer reported that the tubing clamp was off at the quick release, and insulin came out of the tubing as well. The customer was advised that if the cannula is bent, it can result to high blood glucose readings. The customer reported shortness of breath, nausea and vomiting. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that inaccurate pump settings can result in unexplained high blood glucose readings. The customer was advised to go to medtronic's website if she had further questions or concerns.